Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device was not operational. It was unknown if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter¿s phone number extension: ext. (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device. Functional and visual assessments were performed and the device was found to have the hose separated at the connector end exposing the spring and wires. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.